Event description:
A philips employee became aware of a journal article (published online 30nov2020) ¿safety and efficacy of transvenous lead extraction of very old leads¿. The study retrospectively aimed to investigate the safety and efficacy of transvenous extraction of leads with an implant duration of more than 10 years. A total of 403 patients underwent lead extraction were enrolled in the study between january 2013 and march 2017. All lesions were sequentially treated with spectranetics glidelight laser sheaths and spectranetics tightrail rotating dilator sheaths. Major complications included 1 perforation of the lateral side of the superior vena cava, 1 laceration of the right atrium at svc level, and 1 perforation of the right atrial appendage. Emergency sternotomy was necessary in all 3 patients and cardiopulmonary bypass was used in 2 of these patients. One (1) patient experienced a pericardial effusion requiring a pigtail catheter, and 1 experienced damage of the tricuspid valve requiring tricuspid valve surgery. Minor complications included 1 pocket hematoma that had to be surgically revised, and 1 hemothorax with necessity for a pleura drain (MDR # 3007284006-2026-00255, MDR # 3007284006-2026-00256). Additionally, a patient with systemic infection experienced a progressive rv failure the day after lead extraction. The patient received a va extracorporeal membrane oxygenation for hemodynamic stabilization. Unfortunately, the patient experienced a fulminant stroke at postoperative day 4 and died. Another patient with systemic infection died during in-hospital stay due to sepsis related multi-organ failure. (MDR # 3007284006-2026-00258). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 30nov2020 has been used, the date of publication. Pecha, simon, ziegelhoeffer, tibor,yildirim, yalin,choi, yeong-hoon,willems, stephan,reichenspurner, hermann,burger, heiko, hakmi, samer. 2021. Safety and efficacy of transvenous lead extraction of very old leads interactive. Cardiovascular and thoracic surgery, 32(3): 402-407. Doi:10.1093/icvts/ivaa278. This report captures the deaths that occurred after use of the glidelight device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - mean age 65.8 ± 15.8 years. A3a) patient sex - 105 males, 49 females. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, stroke and death are listed as potential adverse events with use of the glidelight devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.